Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the tubing inside the roller pump was stuck (like jam) and then the pump was reset. The device was not changed out, as the user restarted the pump. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: this pump was being used as a sucker with a 1/4" internal dimension (ID) tubing in the pump race. According to the subsidiary site, the customer had no issues with setting occlusion prior to cpb. During cpb, the pump slowed down and there appears to be some resistance in the rotation of the pump. According to the customer, there was no message posted on the pump (e.g. Underspeed or pump jam). According to the subsidiary site, the pump lost pump and the pump re-set in a few seconds. The tubing was quickly inspected and adjusted slightly in the race. The pump was restarted and was used without issue for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.